Manufacturer narrative:
The insulin pump passed the functional testing, including the rewind, seating, basic occlusion test, occlusion test, force sensor and displacement test. No motor anomaly was noted during testing. The insulin pump was programmed with multiple bolus deliveries and all registered properly in the daily total history screen. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip and a scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had delivery anomaly. Customer's blood glucose was unknown mg/dl. The customer stated the piston does not push insulin.